Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called stating numerous problems with a reservoir. Customer stated that the reservoir came out of the package with no writing on it and one of the o-rings were missing. Customer also states that he tried to use the reservoir anyway, but had problems with leakage at the o-ring. Customer stated that he had already thrown away the reservoir so was unable to send it back for analysis.